Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with corroded battery tube, broken battery tube threads, cracked case at display window corners and minor scratches on lcd window.